Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the leak occurred due to defective electro-pneumatic proportional valve. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the front panel light emitting diode of the high flow insufflation unit was dim and also exhibited air leakage from the unit. There was no patient involvement.